Manufacturer narrative:
(B) (4). The ge service rep replaced the arcing monoblock. The system was calibrated and is working as intended.

Event description:
The customer reported that the monoblock was causing voltage sparkovers with high kv. No patient injury was reported.